Manufacturer narrative:
Product analysis: analysis found that the programmer's display was unresponsive to the stylus, even though the stylus worked with a known good programmer. It was also reported that when the radiofrequency head was connected to the programmer, the programmer would shut off. It was also found that the electrocardiogram (ECG) connector was loose, the right antenna was out of specification, and the cord bay door was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer that was returned after being dropped subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.